Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7091574. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 579993.

Event description:
It was reported that the patients incision and drainage of infected surgical site from her cervical spinal cord stimulator. The incision over the ipg appears well-healed with no drainage, the midline incision does have a raised area with minimal drainage. Her staples were removed without complication and there are no major openings. She does remain tender along and around the midline incision. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components were discarded per facility policy.